Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo, 85% stenosed, narrow, distal lesion in the femoral artery. During use in the femoral artery, the armada 35 5x40 mm balloon catheter was placed over the 0.035" guide wire to dilate the lesion. An attempt was tried to inflate to nominal pressure with saline-contrast agent (ratio 2:1 imeron 300) and with 15 ml filled inflation device. During inflation, the pressure raised but the balloon did not accordingly fill with saline-contrast medium as usual. The balloon inflation took too long. While applying negative pressure for balloon deflation the balloon did not spontaneously deflate; it took very long and was difficult to deflate. Once empty of the saline-contrast medium the balloon was taken out of the patient's anatomy without any patient effect. The stenosis was then treated with another armada 35 5x40 mm balloon. The armada balloon was unpacked and prepped as recommended within IFU; no damage was noticed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported inflation and deflation issue was not confirmed. It may be possible that the inflation lumen was blocked due to the shaft being bent or entrapped within the anatomy during use resulting in deflation difficulty; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.